Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing and the cartridge tubing during the load fill tubing sequence. The contact "shook" the cartridge and successfully reloaded the supplies to resolve the issue. Customer's blood glucose level was 172 mg/dl.